Event description:
It was reported when the device was used during a low anterior resection, the rectum fell apart after the device was fired to staple the distal end. The case was completed using sutures. No further information.